Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of index surgical procedure? Does the patient have any allergies? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What date did the patient present with symptoms? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/ concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the post-op inflammation along with erythema resolved after suture replacement procedure?

Event description:
It was reported that the patient underwent a right foot trauma surgery along with debridement on unknown date and the suture was used. It was reported that the patient experienced post-op inflammation with erythema on the wound after the procedure. Another absorbable suture was used for re-suturing. Additional information has been requested.